Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified left anterior descending artery. A 3.00 x 32mm synergy ii drug-eluting stent was advanced to treat the lesion however, the device was unable to cross the lesion and it was noted that the stent was damaged. No patient complications were reported.